Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges of nose irritation, respiratory tract irritation, hypersensitivity, asthma (new or worsening), inflammatory response. No medical intervention was required by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Made corrections to the following: product brand name(rfb). Product brand name. Model number (rfb). Model number. Catalog item identifier (rfb). Catalog item identifier. Serial number (rfb). Serial number. Product UDI (rfb). Product UDI. Manufacture date. Remedial action init (rfb). Remedial action init. Recall (z) number (rfb). Recall (z) number.

Manufacturer narrative:
510k number has been updated in this follow-up report.